Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash underneath the lifevest garment and underneath the electrodes. The rash was described as a red, bumpy, and heat-rash like. The area reportedly developed into an open sore missing a layer of skin due to chaffing from the garment. The patient's cardiologist recommended using hydrocortisone. The patient's garments were also adjusted for more comfort. Follow-up indicated that the rash was getting better.